Event description:
It was reported that this pacemaker was explanted due to a product performance issue. The replacement procedure was successfully performed and a new device was implanted instead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. The replacement procedure was successfully performed and a new device was implanted instead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this device was successfully explanted and replaced due to an advisory and did not exhibited any issue. No adverse patient effects were reported. This product is expected to return.